Manufacturer narrative:
The manufacturer previously reported a flow issue caused by the device's blower motor. The blower motor was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor issue was found to be due to shorted windings.

Event description:
The manufacturer received information alleging a ventilator stopped delivering flow. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.